Event description:
It was reported that the patient had two syncopal episodes. Interrogation revealed atrial oversensing and noise. Fluoroscopy showed that the lead may have been fractured. The lead was capped and replaced.

Manufacturer narrative:
Na